Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted concurrently with a&p repair. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Reason for surgery: sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to bladder outlet obstruction with elevated post-void residual and incomplete emptying and overactive bladder. (B)(4).